Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Customer experienced nausea, vomiting, diabetic ketoacidosis, and a blood glucose level of 600 mg/dl. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Manual injections were administered to treat bg level. Reportedly the customer reverted to manual injections for insulin therapy. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.